Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician was going to use the external pulse generator (epg), however, the cable would not stay connected. The caller needed part number to repair the connector and was provided the part number. There was no patient involvement.